Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 19-may-2024, it was reported that patient faced three infusion set leaking through needle event. The blood glucose level was 531 mg/dl at the time of event. The insertion site was at the abdomen, arms, legs and sides. No further information was available.

Manufacturer narrative:
Supplemental report 01 (B)(4). The following tests were completed for 10 reference samples of lot 5406913: 1. Visual inspection as per (B)(4) packaging criteria (criterios de empaque) flex set/sample book of packing area flex set version 12. 10 samples visually inspected and no damages or bent. 2. (B)(4) flow test on customer complaints (B)(6).doc version 10. 10 reference samples were tested, and no defects were found. 3. (B)(4) leak test under water flexset (prueba de fuga bajo agua).doc version 7. 10 reference samples meet the criteria of minimum 80ml/minute.

Event description:
To date no additional patient or event details have been received.